Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 510 mg/dl.; cause was not provided. Bg was addressed via a correction bolus. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however no response was received.